Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e3 additional information: d9 the device was returned to olympus for inspection, and the reported failure in which air injection had stopped was confirmed. In addition, a reportable malfunction involving failure of the control/communication (cr) board was identified during device evaluation. Based on the investigation results, failure of the cr board was confirmed and is considered to have contributed to the event. It is therefore presumed that the board failure caused improper control of the air supply. Based on the information available, the underlying cause of this malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had stopped the air injection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.